Event description:
As the technician was removing the syringe from the injector, the power head and arm fell from the ceiling suspension. A power injector is a unit designed to administer a measured dose of contrast to a patient at a measured rate/speed. An injector can be either floor mounted or ceiling mounted depending on facility preference. During the injection, the unit is over the patient's bed. After the injection, the device is moved to the side and the syringe(s) are then removed by the technologist. Upon inspection by biomed, it was discovered that a pin that should have been installed on the unit had never been put in place. It was just a matter of time that this unit would have fallen. The incident was reported to mallinckrodt's product monitoring line as well as the service dept. The missing collar screw (pin) was installed by mallinckrodt's field service engineer.note: per the technologist, they received a letter from mallinckrodt stating they submitted a medical device report concerning this event to the FDA.